Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were not able to download their insulin pump to carelink. Customer's blood glucose level was unknown at the time of the incident. The alarm history was checked and found an alarm for self-test failed on (B)(6) 2017. There were also multiple failed battery test alarm. No troubleshooting was performed. Customer was advised the insulin pump will be replaced. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the self test, rewind test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. No unexpected bad battery, low reservoir or failed self-test alarms noted during testing. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.